Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported the patient faced leakage at site on (B)(6) 2024. The issue occurred with one infusion set used for approximately one hour. No further information was available.